Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that this occurred after the patient had a CT scan performed the week prior to the report. It was further noted that the patient felt an increase in 'urinary side effects.' It was noted that the patient did not have her patient programmer, so she was unable to check the status of her device. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_prog, product type programmer, physician; product ID 3889-28, lot# v952323, implanted: (B)(6) 2012, product type lead. (B)(4).